Manufacturer narrative:
Device not returned

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer reverted to using an alternate method of insulin therapy.